Event description:
It was reported that during a ptca treatment procedure the quantum maverick monorial balloon ruptured at 4 atms on the initial inflation. The lesion beging treated was a calcified 100% stenotic lesion in the lad coronary artery. The patient was asymptomatic during this event. The quantum maverick monorial balloon catheter was removed and replaced with another quantum maverick monorial balloon catheter to successfully complete the procedure. Patient status is reported as "good".